Event description:
Tab of the product for the oxygen tubing does not open. Water comes out at the top. The patient's oxygen supply was interrupted.

Manufacturer narrative:
Event ocurred in europe - germany